Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received multiple inappropriate shocks due to high ventricular rate caused by atrial fibrillation. Reprogramming was suggested. There was no adverse consequence for patient reported.